Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify off no power, bad batt., low batt., battery out limit alarm due to blank display. Unit had stripped battery cap coin slot (p), broken belt clip slot.

Event description:
The customer reported via phone call that battery compartment was "corrosion". Blood glucose was unknown. The insulin pump will be returned for analysis.